Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a defective solenoid and pinch valve 24 (sol24/vl24) and solenoid and pinch valve (sol9/vl9). He replaced the two sets of solenoids and pinch valves, which fixed the noise. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported hearing a hissing noise coming from a coulter lh 750 hematology analyzer during sample analysis, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.